Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the ER. A remote interrogation report showed several mode switch episodes containing atrial lead noise oversensing. No intervention was reported. No patient condition was reported.